Event description:
It was reported that the insulin pump was alarming sensor error. The customer's blood glucose was 231 mg/dl. The customer stated that they inserted in the stomach area, on the right side top end of the stomach. They stated that there was some blood at the site of the insertion; only a drop of blood that was cleaned. The alert occurred after initialization. The customer stated that they were unable to perform test plug test. The customer stated that they removed the sensor from their body and a piece of the cannula was stuck to their body and the other part was still attached to the transmitter. The customer removed the broken piece of cannula from their body and inserted a new sensor. The customer stated that everything was functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One open and used sensor was inspected and found the sensor retracted inside of the sensor base. No broken or missing parts were observed during analysis.